Event description:
It was reported that the patient received an inappropriate hv shock therapy due to an svt diagnosing as vf episode. An alert was observed for low, high voltage lead impedance, and possible lead damage was suspected. The lead was capped and replaced.